Event description:
It was reported that swab alcohol 100 bx 1200 was missing the expiration date. The following information was provided by the initial reporter: material no: 326895 batch no: 3206178. It was reported that the consumer wanted to know the expiration date on the box.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to this batch being manufactured in (B)(4), files are retained for 7 years, no DHR review can be completed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot # 3206178. This does not match the catalog number provided. Medical device expiration date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that swab alcohol 100 bx 1200 was missing the expiration date. The following information was provided by the initial reporter: material no: 326895, batch no: 3206178. It was reported that the consumer wanted to know the expiration date on the box.